Event description:
It was reported that PICC was not fractured just kinked. Patient required a new PICC line to be placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a kink in the catheter tubing about 6 cm distal the molded joint. The catheter was used in conjunction with a statlock for exterior fixation. Use residue was observed on the sample. No further details of the kink could be discerned due to the quality of the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.